Event description:
Dr.'s office reported possible patient reaction. 5/10;/93 6:30 p.m.-exam performed on 40 year old male patient. Flouride treatment given. (Patient noted different flouride used this vissit.) Patient returned home and at approx. 8:00 p.m. Experienced nausea and loss of speech due to throat swelling. This reaction lasted approx. 30-40 minutes. The patient's primary physician who mentioned a possible flouride, latex or glove powder reaction. Patient did not seek further treatment at the time of this reportinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, user education provided, other. The device was destroyed/disposed of.